Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared multiple temperature alarms while charging. The pump was not exposed to abnormal temperature conditions. The customer's blood glucose level was not impacted. Reportedly, the customer was able to clear the alarm and continued to use the pump for insulin therapy.